Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
It was reported on (B)(6) 2022 by a facility representative via email that an ar-4501 meniscal cinch's second implant did not deploy. This occurred during a case with no patient harm. Per facility: "doctor changes implant and it fails him, he does not give him the second shot to position the implant."